Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated as 10/01/2024.

Event description:
It was reported that the procedure was to treat an unspecified lesion. An unspecified wire was used with the 10x40 mm absolute pro self expanding stent system (sess) and the wire became stuck. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficult to advance and the reported difficult to remove were able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. There was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling resulted in the noted guide wire bends and the noted device kinked stent sheath thus resulting in the reported difficult to advance and the reported difficult to remove. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.